Event description:
Indication: common variable immunodeficiency, unspecified; other common variable immunodeficiencies; selective deficiency of immunoglobulin a [iga]. Pt reported pump broke during infusion. Pt was able to infuse 30ml of 50 ml. Pt wasted some medication but did not specify amount. Unknown if provider is aware. Serial number and maintenance due date of pump not provided. Unknown if pt experienced an adverse event due to product issue. Unknown if device available for return. Pharmacy replacing device. No further info or dates known. Reported to (B)(6) by pt/caregiver.